Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw would not allow the saw blade to move. As a result, an alternate device was employed. There was a five minute delay to change out the saw. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the customer saw did not operate. The srt performed an internal inspection, disassembled the saw and observed the cam/gear assembly had missing gear teeth and seized bearing. The srt observed the shaft assembly had a failed bearing, does not rotate freely. The srt replaced the cam/gear assembly and shaft assembly with new parts, performed verification/release testing of sternal saw. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.